Event description:
It was reported that upon opening the catheter tray and removing the catheter, dilator, and valve the physician noticed a black hair stuck to the inside bottom of the white tray, under the steerable knob of the catheter. Despite the fact that the physician had already placed the catheter on the sterile field, he decided to proceed anyway in hopes the hair was hopefully sterile. The physician was provided with a different catheter which was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.